Event description:
It was reported that (2) devices were used during a cholecystectomy, it was reported by the affiliate that the er320 clips do not hold on the vessel and clips jump out of the instrument. Another er320 instrument from a different lot number was used to complete the case. There was no consequence to the pt.